Event description:
Customer reported one high bg reading (472 mg/dl). He removed the pod. States that his "sleeve was soaking wet from insulin leaking from pod." Also reported "there is a slight bend to the right on the cannula." We do not expect the pod to be returned for eval.

Manufacturer narrative:
The pod was not returned for eval. We are unable to assess product condition to determine if any malfunction occurred. A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the device was not returned, we cannot confirm any malfunction. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It si also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of a hcp. If ketones are not present, take a correction bolus as prescribed by a hcp. Check blood glucose again after 2 hrs. If bg levels have not decreased, take a second bolus by injection, using a sterile syringe. If bg remains high after a total of 4 hrs then replace the pod and contact a hcp for guidance. Lot qualification records were reviewed and determined to have passed all acceptance criteria.